Event description:
During troubleshooting for an unrelated alarm during drain 3 of 4 on the homechoice (hc), the home patient (hp) stated that they had stopped drain and disconnected from the hc. The hp did not cap or close the transfer set and lost a large amount of fluid. The hp reconnected to the hc. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. Users are instructed to close the transfer set prior to disconnecting from the setup and immediately place a minicap on the transfer set after disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.